Event description:
It was reported that the patient never experienced therapeutic effect from their implantable neurostimulator (ins). Follow up information from the physician indicated that the patient had recurrent frequent urinary tract infections which reduced the effect of the ins therapy. No abnormal impedances were seen and no reprogramming was performed. The patient did not require any hospitalization for the event.

Manufacturer narrative:
Product ID, 3889-28 lot# v963076, serial# implanted: 2012 (B)(6), explanted: product typ lead product ID, 3037 lot# serial# (B)(4), implanted: explanted: product typ programmer, patient. (B)(4).